Event description:
The customer received error messages and questionable ise indirect gen.2 results for multiple patient samples from the cobas integra 400+ analyzer from (B)(6) 2018 to (B)(6) 2018. Of the data provided for one patient sample that was repeated on another integra 400+ analyzer, only the following results were discrepant. The initial sodium result was 159 mmol/l and the repeat result was 144 mmol/l. The initial chloride result was 121 mmol/l and the repeat result was 108 mmol/l. The sample was then repeated on the original integra 400+ analyzer and the results matched the first repeat results. No specific data was provided. Only the erroneous sodium result was reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The calibration and qc results were acceptable. Other patient samples were repeated but no others had discrepant results. The field service representative found there was worn tubing. He replaced the tubing, set new wash time and segment times, and checked the ise mix and dry ratio. He ran ise performance checks which passed. Ise calibration, qc, and precision results were within specifications.